Event description:
It was reported that during implant the implantable cardiac monitor (icm) was implanted too high and had a low signal. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.